Manufacturer narrative:
The reported defective device was not returned to angiodynamics for a device evaluation. However, based on photographs provided by the user of the defective device, the customer's reported complaint description of the tip of the applicator being bent is confirmed. Although the complaint description is confirmed, without receiving the actual device for evaluation a definitive root cause for the event is unable to be determined. Based on previously viewed samples of similar complaints, a possible contributing factor could have been handling damage; i.e. Lateral forces on the applicator tip. It is possible that the patient moving during the procedure while the applicator was in place could have contributed to the reported issue. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4). Device is not available for return.

Event description:
As reported (B)(6) 2016, a patient of unknown age and gender presented for a microwave procedure. During the procedure, the treating physician withdrew the applicator for repositioning. When attempting to reinsert the applicator, the ceramic tip bent. It remained partially attached to the applicator shaft by its internal wiring. The device was set aside and anew of the same device was used to successfully complete the procedure. It was reported the patient suffered no harm or injury due to the event. It was reported the disposable device is not available for return to the manufacturer as it was disposed of by the user.